Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the oscillating head with fork coupling, gears shaft cpl and the needle sleeve were all jammed due to the strong contamination of the stop sleeve and turn knob. It was also observed that the gear exit shaft cpl and the needle sleeve were corroded and the eccentric shaft was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the oscillating saw attachment device stopped working and was jammed. There was a thirty minute delay to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.